Event description:
Stiffness/pain in both hands, several fingers, wrist, and both knees. At times, it was very impossible to bend with out being in sever pain! Started waking up with migraines that would come and go as well during the day. Have started experiencing bad memory, a lot of fatigue, loss of appetite, weight gain with no change of diet, severe pelvic pain, continuous bloating, pain during as well as after intercourse, and as well as depression. (B)(4).